Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with high, out-of-range defibrillation impedance on the right ventricular lead. The lead was partially capped and replaced on (B)(6) 2021. A portion of the lead will still be active. Patient was stable after the event.